Event description:
It was reported that the 9800 system would not boot up properly. No patient injury was reported.

Manufacturer narrative:
A ge service representative preformed an on site investigation. The failure could not be duplicated. The ff3 board was replaced during the service call. The system was tested and found to be working as intended and put back into service.